Event description:
It was reported by service report that the safety bar does not spring back. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Safely bar on head section.